Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had an insulation breach. It was also reported that impedances were low. The lead has been replaced. No patient complications have been reported as a result of this event.